Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. The device was above elective replacement indicator (eri) level. Stored electrograms (segm) from device image and sensing test indicated noise was observed. Automated test was performed to reload trim value. The device was recovered and the noise was not reproducible. The sensing test was performed again, and the sensing function was normal. Further investigation indicated that the values of the registers related to sensing performance were normal. A software investigation was also performed and the firmware was performing per design. The sensing issue was consistent with hybrid ic anomaly.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.